Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. International (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
B4:06/17/2019. G4: 06/18/2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of spec. Fault are found on this returned touchscreen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 14jan2019. Date rec'd by MFR: 09jan2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue and replaced the touchscreen to address the reported problem. The unit device has returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.